Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic part of the extractor had broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Evaluation of the returned device confirmed that the impactor pad has one of his arms partially fractured on the side that mates with the femoral component during use (not all pieces were returned). The pad shows signs of repeated use (nicks and gouges). Material composition analysis concluded that the ftir spectrum of the pad is consistent with that of polyphenylsulfone, the material used to manufactured the pad as per print specifications. Fracture analysis concluded that the failure of the pad was likely caused by bending overload. It was considered that wear and tear are the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new additional information was received.